Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 5076-58, lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the pacing thresholds had risen and were high on both the atrial and ventricular leads causing the device to have an unexpected estimated longevity of 2.5 years. A lead revision was scheduled and the device and leads remain in use. No patient complications have been reported as a result of this event.